Event description:
Sorin issued an alert related to mycobacterium surgical site infections in the (B)(6) that may be associated with the sorin heater cooler device. Mycobacterium was recovered from the heater cooler; theoretically the water may have been contaminated and was aerosolized during surgery by the fan that is part of the device. New guidelines were issued for water changes, disinfection and water testing. To date, our hospital has not identified any mycobacterium ssi (surgical site infections) in cvs (cardiovascular surgical) patients. As a result of this alert, testing was done on all of our machines and all 7 were found to be contaminated with mycobacterium; additionally the water source for filling the machines was also contaminated. We disinfected all 7 of our sorin heater coolers and changed the filters on the water source for filling the machines to pall filters. Re-testing was done. The water source line showed no growth but all 7 machines had mycobacterium growth.